Manufacturer narrative:
The product was returned and evaluated. The eval indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct 'crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer reported that, while filling the pod, he heard a "clicking noise" when inserting the insulin. He completed the activation process and proceeded to wear the pod, but over a five hour span, his bg levels remained consistently high (405-494 mg/dl). Multiple boluses were delivered, but were unsuccessful at lowering his bgs. The pod was deactivated and will be returned for eval.